Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #: (B)(4).

Event description:
During a cardiac electrophysiology intervention exam with the acuson sc2000, the user reported blockage of the system. This affected the continuation of the exam, causing the user to reboot several times in order to complete the exam. The patient was sedated and this appears to have led to a delay. There was no injury.